Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient¿s previous system caused him to have back pain every time he used it since it was implanted in 2012. It was reported that the patient had the new scs (spinal cord stimulator) implanted (B)(6) 2014. It was noted that the patient called for compatibility guidelines for MRI. It was stated that the patient was able to go into MRI mode and it verified that the patient was able to have a full body scan on the patient programmer. It was noted that the knee was going to be scanned.